Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report which states, "primary tubing was inserted into IV pump and programmed to 15ml\hr as a carrier fluid, however, upon watching the drip chamber it was clear that the drip rate far exceeded 15ml\hr." The customer reported that a secondary infusion of ns was noted to be free-flowing even though the pump was programmed to infuse at 15ml/hr. There was no patient harm.

Manufacturer narrative:
The customer¿s report of infusing faster than programmed was neither confirmed nor replicated. The event was reported to have occurred at 0500 on 03 july 2018, however the pump module and pcu event logs do not contain any data for this date and the entries were overwritten. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through logs. The disposable sets were not returned for evaluation and the primary set was not able to be evaluated for possible backflow. The root cause of the reported infusing faster than programmed was not identified.

Event description:
Received a copy of the customer's medwatch report which states, "primary tubing was inserted into IV pump and programmed to 15ml\hr as a carrier fluid, however, upon watching the drip chamber it was clear that the drip rate far exceeded 15ml\hr." The customer reported that a secondary infusion of ns was noted to be free-flowing even though the pump was programmed to infuse at 15ml/hr. There was no patient harm.